Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) in 2009. The lens was explanted later in the day due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle, angle closure and shallowing of the anterior chamber. A shorter lens was implanted eight days later. The patient's bcva is 20/16.